Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-611-7 serial/batch number (B)(6) was received for investigation. No functional testing was performed due to the damage to the device. A visual inspection revealed that the device's tip was broken off and not returned. The most likely cause of the reported failure is the instrument's wear and tear from repetitive use and reprocessing. The device's manufacturing date is 06-apr-2021.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14-apr-2026, it was reported by a sales representative via (B)(4) that an ar-611-7 tibial trialing shim broke off on one side during a case. Noticed during a case but able to be completed with no patient effect.